Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that within a month of implant the patient experienced chest wall stimulation from an atrial lead dislodgement. There was no pacing at full output. An attempt was made to reposition the lead but it dislodged again. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.